Event description:
It was reported the patient received an implantable neurostimulator (ins) two years ago and expected the ins to last seven years, but the ins depleted sooner than they thought. It was noted the patient received a rechargeable ins on 2013-10-04. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3 7651, serial# (B)(4); product type recharger product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3387s-40 lot# v833497, implanted: 2011 (B)(6); product type lead product ID 3387s-40 lot# v779204, implanted: 2011 (B)(6); product type lead product ID 37612, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).